Event description:
It was reported that, "during a right shoulder repair, the pt received a burn on the abdomen, at the ground pad application site. It was treated with bacitracin topical ointment. It healed well.